Event description:
It was reported that the arterial tesio catheter broke at the site near to the end connecting to the adaptor extension during dialysis. Blood loss 20-100cc. The tesio was trimmed and adaptor extension changed.